Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. The customer's biomedical engineer replaced the touch screen to address the reported problem. The touch screen was returned to philips for evaluation. Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The caller reported that the touchscreen was out of calibration. There was no patient involvement. The event date was not specified; estimate used.